Event description:
Patient reports going to dentist for routine periodontal maintenance, x-ray, and exam. Dentist advised to cease wearing the bottom aligners as they have caused class ii mobility on anterior teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.